Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessories device was used during a hysteroscopy, dilatation and curettage with symphion procedure performed on (B)(6) 2017. According to the complainant, during set-up, the console notified "pressure sensor failed". The procedure was completed with another symphion management kit. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.